Manufacturer narrative:
It was reported that head section and foot section will not go up or down. Customer informed bedis stuck trying to go down. Customer informed the patient tried to lower the bed down when after.getting changed when the issue occurred. There were no reports of death, serious injury, medical intervention, or follow up care. It has beendetermined that the reported event could cause or contribute to serious injury if it were to occur.again. In an abundance of caution, this is a reportable event. If additional information becomes.available this report will be reopened and reevaluated. This medical device report (MDR) is beingsubmitted as part of retrospective review activities, which include review of historical data inaccordance with regulations at 21 cfr part 803. The information included in this MDR reflects theinformation reasonably known to the manufacturer at the time of this retrospective review andsubmission.

Event description:
It was reported that head section and foot section will not go up or down. Customer informed bed is stuck trying to go down. Customer informed the patient tried to lower the bed down when after getting changed when the issue occurred.